Manufacturer narrative:
The customer contact details were not supplied.

Event description:
The needles seemed to catch onto the follicle wall and not pierce smoothly, and more vaginal bleeding during egg collection was noticed. Upon changing the needle to a b bevel type, the dr reported a much smoother insertion, non-catching to the wall and less bleeding for the patient.

Event description:
The needles seemed to catch onto the follicle wall and not pierce smoothly, and more vaginal bleeding during egg collection was noticed. Upon changing the needle to a b bevel type, the dr reported a much smoother insertion, non-catching to the wall and less bleeding for the patient.

Manufacturer narrative:
No part of the device was returned for evaluation. No imaging was supplied to assist the investigation. Additional information was received: bleeding was during the egg collection procedure in an ivf treatment cycle, collection of follicular fluid using the cook needle. Patient was under mild sedation. An increase in expected vaginal bleeding was noticeable during the procedure and highlighted by the doctor. It was also noticed that the doctor appeared to require more effort to insert needle into the follicle, the needle felt a bit blunt to the doctor. No preexisting conditions known to contribute to the event no surgical intervention, doctor changed needle bevel type to b which had less bleeding and felt sharper to the doctor no hospitalisation no external contributing factors no further intervention required patient recovered with no complications. Review of device history record found that the work order for lot: a1153359 appears complete and correct. There were no temporary deviations or non-conformance's the time of manufacturing. The associated inspection record confirms that the device was manufactured to specification. Review of specifications found that there are sufficient steps in respective specifications at different stages of manufacture that would have identified a blunt needle. The clinical evaluation report for ovum pick-up needles and sets addresses the following: hemorrhage/bleeding is well-known and described in the literature as a possible adverse event occurring from the use of any ovum pick-up needle during the oocyte collection procedure. In conclusion, the cook ovum pick-up needles and sets are considered to be safe and effective and to be in accordance with the state-of-the-art for their intended use. A review of the manufacturing records and specifications did not reveal any discrepancies that could have contributed to the reported issue. The investigation concluded that the complaint device was manufactured to specification. Based on the information available, a definitive root cause could not be determined. The potential root causes are: needle cannula tip bevel angle too large, needle cannula tip bevel angle length too short, needle cannula material selection incorrect, needle cannula surface finish incorrect, patient related factors, procedural complications. After considering this event the risk associated with the use of this device is still deemed adequate. The appropriate personnel will continue to monitor for similar complaints. Note: although the user reported the event for one patient, they listed 8x used needles and 2x unused needles.